Event description:
It was reported that bd emerald¿ luer slip syringe with needle was easy to separate from the tip. This occurred on 10 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: easy to separate needle from tip.

Manufacturer narrative:
Investigation: the DHR was reviewed and no ncp or qn was raised on this lot during manufacturing. Customer return samples are available for investigation. The shield pull test was performed on the customer return needles, which are within specification. However the shield pull test is of no relevance to the customer return sample as with time and with use the shield will lose its grip on the needle hub, and yet its within specification. There are various factors involved in shield cap becoming loose and easily separating of needle like diameter of the hub, tip outer diameter etc. The dimension of hub of customer returned 3ml emerald syringe are checked and conforms within specification limit. A root cause could not be determined as the complaint could not be confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd emerald¿ luer slip syringe with needle was easy to separate from the tip. This occurred on 10 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: easy to separate needle from tip.